Event description:
It was reported that the right atrial (ra) and right ventricular (rv) lead had dislodged post implant. The leads were repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).